Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the customer reported that the device, sb534, mini endo pocket bag 3x4 10/sc was being used on (B)(6) 2022 during an laparoscopic cholecystectomy procedure when it was reported ¿sleeve broken off in patient during surgery part removed¿. Further assessment questioning found that there was no delay in the procedure "event occurred as the specimen was being expelled from the body using 5mm pouch. The black piece was retrieved using a laparoscopic grasper." There was no report of injury to the patient or user, as well as no report of medical intervention or any prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.